Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. Prior to sensor insertion the area was cleansed with soap and water. On (B)(6) 2024, the patient developed a rash, redness, inflammation, pimples, blisters, dry skin, drainage, infection, and a scar extending beyond the patch perimeter. The patient had itching sensation in the area. On (B)(6) 2024, the patient consulted a physician who prescribed an oral steroid medication (betadex unspecified dosage). At the time of the report, the patient mentioned she also applied over the counter aquaphor cream to the reaction area and was doing okay. No additional patient or event information is available.